Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into patient for the endovascular repair of a 6 mm diameter infrarenal abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that post implant final angiogram demonstrated good position of the stent graft, patent iliac limbs and no endoleak. A CT scan performed in 2000 demonstrated that the aneurysm diameter continued to measure 6 mm in diameter. A CT scan performed in 2002 demonstrated a reduction in aneurysm diameter to 5 mm in diameter with good proximal and distal seals and no endoleak. A CT scan performed in 2003 demonstrated aortic neck dilatation and stent graft migration. The aortic neck was reported to have a significant reverse taper and the aneurysm measured 5.7 mm in diameter. It was reported that in 2004 the patient presented at their physician's office with complaints of non-specific chronic low back pain. Surgical treatment was discussed and the patient was to schedule surgery themselves or return in approx three months for a follow-up evaluation. It was reported that in 2004 the patient was brought to the operating room for explant of the stent graft. The procedure was reported to be successful and the patient left the operating room in satisfactory condition. No additional sequelae were reported and the patient reported to be fine. Medtronic has received the explanted stent graft and its evalution is pending.